Event description:
Same case as MFR report #: 6000130-2006-00184 and 6000130-2006-00185. It was reported that during an unspecified procedure, the zipwire hydrophilic guide wire became sticky and became stuck inside the device. Both insertion and withdrawal difficulties were experienced. The lesion being treated was in the superficial femoral artery (sfa). A 46-156b was used but also failed. The procedure was successfully completed with a different device (size 014). No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.